Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt lost stimulation and communication and hence, was not able to recharge or locate the ipg (implantable pulse generator) with the external devices. Further information was received the pt had an ipg replacement and thus, the stimulation was restored.